Event description:
Customer reported that she experienced high blood glucose and was hospitalized. Customer experienced excessive thirst, high acidic levels and high ketones. Blood glucose at the time of the admission was 257 mg/dl; customer was able to treat using the insulin pump. Customer also reported that she was released from the hospital after getting her blood glucose stable and now went to diabetic ketoacidosis again. Customer did a complete infusion set and reservoir change and it did not help. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Time was incorrect with an hour difference. Basal rates and bolus wizard are set up correctly and bolus history is accurate. Customer stated that she didn't trust the device and requested it to be replaced. Blood glucose valve was around 260 mg/dl and then 256 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. Device received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.